Event description:
It was reported that the customer experienced a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue did not occur during the load process and that the customer had experienced consecutive cartridge alarms. The pump was under warranty, and a replacement pump with updated software was sent to the customer. The customer was advised on how to store and return the malfunctioning pump to avoid billing, program settings into the replacement pump, and connect their continuous glucose monitor to it. The customer understood and acknowledged all instructions and resolutions provided. Customer reverted to an alternative method of insulin therapy.